Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the hl20 level sensor failed during use. The customer was not able to monitor the liquid level using the sensor. No harm to any person has been reported. A getinge field service technician was onsite and investigated the unit in question. It was found that the cable of the level sensor was defective. The defective cable needs to be replaced although the customer is not willing to replace the cable. A full system check was performed according to factory¿s specification and all tests passed. The level sensor cls 20-535 is connected to the hl 20 or the rotaflow console and a levelsensor pad. The level sensor and the level sensor pad are used for level monitoring. The maximum application time is 6 hours. Use the level sensors according to the instructions of the manufacturer of the disposable that requires monitoring. Referring to the IFU of the hl20 version 02 in chapter 5.4.1 preparing level monitoring the following is stated: warning! Only start the application if level monitoring is fully functional. Before each use, perform a function test together with the reservoir filled with liquid ("level monitoring: function test"). Repeat the function test whenever the level sensor pad has been replaced or its position changed. If there is a malfunction, use a new level sensor pad. Affix the level sensor pad to the reservoir or the bubble trap with the tip of the arrow pointing to the right. The level sensor responds when the liquid level enters the trigger area of the level sensor pad. If the cable is mounted incorrectly with the arrow pointing to the left the cable is bent sharply (additionally by the ferrite). The reported failure was investigated in a previous complaint with the following result: according to investigation by the supplier em-tec, dated on 2017-06-22, the failure could be reproduced. There are dropouts of the cable between sensor-housing and ferrite. Most probable root cause could be determined as excessive bending of the connection cable at this point - cable breakage. Based on the results the reported failure "level sensor cable defective" could be confirmed. In order to avoid the reoccurrence of the reported event the ssu (sales and service unit) will inform the user about the investigation results and the above mentioned sections of the IFU. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the hl20 level sensor failed during use. The customer was not able to monitor the liquid level using the sensor. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hl20 level sensor failed during use. The customer was not able to monitor the liquid level using the sensor. No harm to any person has been reported. The getinge field service technician was onsite and found the level sensor cable to be defective. The cable need to be replaced. As soon as new information becomes available a follow up medwatch will be submitted.